Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. No UDI as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The prosthesis is loosen after implantation with the cement. The components removed do not have any rest of cement on the surfaces. The surgery was delayed for 60 min .

Manufacturer narrative:
Conclusion and justification status for MDR: no product was were returned from the hospital to conduct analysis therefore only retained samples were conditioned and tested at an ambient temperature of 23 degrees celsius. All samples from both batches behaved as expected with no unusual handling or setting observations witnessed with all results within specification. As the complaint states that this cement was introduced to the hospital only 2 weeks ago, this implies that the hospital staff are more familiar with a different type of cement. There are a range of cement types which differ widely in their appearance, mixing, handling and setting characteristics. Each cement type has a set time period in which the cement can be worked with. If the cement is not handled and implanted within this time period, the cement will begin to set which will affect the adhesion of the cement to the bone/implant. Not inserting the cement within the working time frame could therefore be a potential route cause especially if the theatre staff are not used to the time period in which this type of cement can be handled. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.